Event description:
It was reported that after setting up for a uni case, the tech was trying to calibrate but the bur would not retract into the handpiece. The handpiece was replaced in order to start with the case. The device was not being used with a patient during the event.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6), intended for use in treatment, had an issue when the gears would not retract prior to a procedure on (B)(6)2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which did not confirm the reported event. The gears were easily moved by hand and by the navio system - no problem found with the motor or gear binding. During a closer inspection, it was noticed that the lead screw nut (black nut) had been broken at the threads. It cannot be determined if this contributed to the error. However, it is plausible that the nut was overtightened into the snap lock assembly, which has been known to have a similar effect as the one reported. It is also possible that the nut snapped under the max torque applied by the motor during a characterization. The root cause of this issue was found to be undetermined. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.